Manufacturer narrative:
(B)(4). Returned meter evaluated on 05/18/2016 with no defect found. Customer returned incorrect test strip lot. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low results. Wife is calling on behalf of the customer. Customer called concerned that she tested her husband with her meter (since he didn't want to retrieve his supplies at the time) and it read his blood sugar levels too low (26 and 68). He then tested with his own meter (sn-(B)(4)) after retrieving it and it read his blood sugar at 89 mg/dl. He hadn't had any need for medical intervention at the time of the call or the results in question. He felt fine (asymptomatic). The supplies had been stored properly at room temperature in the computer room. His expected blood sugar readings should anywhere from 85-120 mg/dl (fasting). He hadn't made any changes to his diet or medication (metformin). We accessed the memory of her meter and were unable to find the results in question (26 and 68). He then tested again back to back on her meter and the results read 45 and 88 mg/dl. She had tested earlier on herself and read at 141 mg/dl (she was fine with the result). The test strip lot manufacturer's expiration date is 8/14/2018 and open vial date is (B)(6) 2016. The time on the meter was not set correctly. The meter memory was reviewed for previous test result history: (B)(6).